Event description:
It was reported that during a ptca procedure on a distal right coronary artery lesion, the guide wire was accross the lesion and another co's catheter was being used. The guide wire fractured and was left in the coronary. A snare device was used to retrieve the distal end. No pt injury was reported.